Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that her pump randomly turned off when she put it against a hard surface. The customer's blood glucose reading was 597 mg/dl. The customer stated that she was hospitalized due to her pump turning off randomly. The customer was not able to troubleshoot as the call was disconnected.